Event description:
Consumer complaint of erratic blood results. Customer states that the meter just started to give erratic results today; 348, 296, 178 mg/dl. Customer felt well. No medical attention was necessary. Customer expected glucose 110-150 mg/dl. Customer stores her supplies in the bedroom. Confirmed the strips are within the expiration date 3/14/2017) and that the strips have not been in use for more than 4 months. Customer does not have control solution. Checked memory for previous results . . . (B)(6) 12:07 pm 348 (time and dates is not correct); (B)(6) 12:06 pm 296; (B)(6) 12:05 pm 178; (B)(6) 12/02 pm 299; (B)(6) 12:00 pm 216. Customer changed the battery: (B)(6) 11:44 pm 442; (B)(6) 11:41 pm 303; (B)(6)11:40 pm 261. All these test were today back to back. Customer ran back to back blood test 550 mg/dl and 169 mg/dl - fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.